Event description:
The patient stated that after about 8 to 10 hours the v-go 40 device fell off while he was taking a shower. The patient stated that three v-go 40's have fallen off. The patient stated that he prepared the application site with an alcohol prep prior to applying the v-go 40 device.